Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen cr-flex gsf porous femoral component, item #: 00575201602, lot #: 63209214; nexgen stemmed precoat tibial component, item #: 00598004701, lot #: 63278108; nexgen cr-flex articular surface size green c-h 10 mm height, item #: 00595204010, lot #: 63189983. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated report: 0001822565-2017-02961.

Event description:
It was reported that following a total knee arthroplasty, the patient underwent an articular surface and patella revision due to pain. The articular surface appeared to have foreign body wear from cement. The patella was removed and bone overhang was cleared. Attempts have been made and additional information on the reported event is unknown.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. However, pictures of the tibial articular surface were provided for further evaluation. The device has wide spread pitting across the entirety of the articulating surface with foreign material imbedded into the surface. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.